Event description:
The center reported that the pt experienced intermittence with his device. External equipment was exchanged but problem was not resolved. Surgery to explant pt's device will be scheduled.